Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of unintended disconnections with leaking when a maxplus connector is mated to a syringe or tubing. Although requested, specific event information is not available. These events have occurred during priming and during infusions; there has been no patient harm.